Manufacturer narrative:
Per tandem t:slim x2 user guide "only your healthcare provider can determine and help you adjust your basal rate(s), carb ratio(s), correction factor(s), target bg, and duration of insulin action. Incorrect settings can result in over delivery or under delivery of insulin. This can cause very low or very high blood glucose". Additionally, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when attempting to deliver a food bolus, the customer accidentally delivered 10 units. Review of the pump history by tandem technical support (cts) showed that the pump calculated 0 units for a correction, but then there was a 10 unit manual override by the user. Reportedly, the customer requested to deliver the 10.2 units, but stopped the bolus request at 4.5 units. Review of the pump data logs showed that the customer attempted to override the bolus, and requested 20 units. Cts explained that the most likely cause was that the customer programmed a value of "20" under units where the bolus overrides and did not enter "20 grams". The customer understood the information. Approximately two hours later, during a follow-up call, the customer reported disconnecting from the site and consuming ice cream; however, due to the amount of ice cream consumed, the customer's blood glucose (bg) level elevated to 352 mg/dl. The customer reconnected to the site, and resumed insulin delivery. To address the bg level, a correction bolus was delivered. Several hours later, the customer reported bg level elevated to 375 mg/dl. Reportedly, the customer felt that the site needed to be changed. Additionally, the customer reported having an infection in her foot. System check with cts showed that there was an air bubble in the luer lock. The customer changed out all of the supplies, and declined further troubleshooting. Subsequently, due to the bolus delivery event, the customer requested to change the maximum bolus settings. Cts assisted the customer on successfully adjusting the desired settings and recommended customer consult with health care provider regarding the changes. On (B)(6) 2017, the customer reported bg level decreased to target range and was doing better.